Manufacturer narrative:
Investigation: the product was analyzed using a keyence vhx-5000 digital microscope. Batch history review: the device quality and manufacturing history records have been checked for the available lot number. The device history file has been checked and found to be according to our specification valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: the bent outer tube and the bent rod indicates that a leverage force influenced on the instrument. It can be expected that the breakage of the ceramic is caused by this overload situation. Corrective action: a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery the blue isolating part in the jaw broke and the hospital is not sure whether all parts have been removed.